Event description:
During coronary angioplasty the tip of the boston scientific guide wire broke off and traveled distally settling at the bottom of the septal perforator coronary artery. Pt was asymptomatic during and after the procedure. Pt was evaluated by cariothoracic surgery and it was determined the best plan of action was continued observation. An internal investigation revealed the wire had been utilized in the normal fashion with no unusual occurrences until the breakage occurred.